Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the tubing was primed, the alarms were cleared and insulin delivery was resumed. Customer's blood glucose was 300 mg/dl.